Event description:
It was reported that the healthcare provider (hcp) had a patient with a device yesterday who got an "error code" that said MRI eligibility cannot be determined screen because of a certain lead (3244). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).